Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation a component in the force sensor circuit was found to be misaligned. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation a component in the force sensor circuit was found to be misaligned. The force sensor component was found to have missing solder on the circuit board. During evaluation loss of cartridge detection did not occur. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.